Manufacturer narrative:
B3: the event occurred during last few weeks from receiving the complaint on may 9, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) clearlink system buretrol solution sets completely separated during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, one hundred (100) companion samples were evaluated. The sets were visually inspected, and a separation was observed between the tubing and check valve in five (5) of the units. The sets underwent functional push-pull, underwater leak, and clear passage testing and a leak occurred in five sets and no blockages were noted in any of the devices. The reported condition was verified on the companion samples. The cause of the condition could not be determined; however, the most probable cause was due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.